Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 37 easypump ii st 100-0,5-s in original packaging. 20 received samples were taken to a visual inspection. At the 20 checked samples we detected no damages or manufacturing faults. Additionally the 20 pumps were filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for a while the 20 pumps are working (solution was running). Leakages were not detected at the 20 checked samples. Flow rate test: nominal: 200 ml/h actual: sample 1: 98.4 ml in 30 min sample 2: 101.9 ml in 30 min sample 3: 100.8 ml in 30 min sample 4: 100.7 ml in 30 min sample 5: 99.0 ml in 30 min sample 6: 99.9 ml in 30 min sample 7: 100.4 ml in 30 min sample 8: 99.4 ml in 30 min sample 9: 100.5 ml in 30 min sample 10: 100.4 ml in 30 min sample 11: 103.6 ml in 30 min sample 12: 103.5 ml in 30 min sample 13: 102.1 ml in 30 min sample 14: 104.8 ml in 30 min sample 15: 104.7 ml in 30 min sample 16: 104.9 ml in 30 min sample 17: 102.8 ml in 30 min sample 18: 102.7 ml in 30 min sample 19: 103.8 ml in 30 min sample 20: 101.6 ml in 30 min. Leakages were not detected at the received samples. A slow flow (as described by the customer) could not be determined. The received samples are within our specifications. We have informed our manufacturer accordingly. Received thirty-seven with no solution easypump ii st 100-0.5-s (batch number labeled 16a21ge381/material no. 4540040 on the big bottom cap of the samples) with original packaging. Examined the returned samples visually. Twenty samples were opened and with original packaging and another seventeen samples was unopened and unused. Clamp clips was clamped. Patient connectors was closed with the original closing cone (wing cap). Fill port caps (discofix) was in position. The definite cause and flow test for the used samples will be comprehended in detail at production. Therefore, samples will forward to production for further investigation. A follow-up report will be provided after the statement is available. Reviewed device history records, there is no abnormalities and no such defect detected at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): infusion too slow. Infusion in 3 hours instead 30 minutes.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, slow flow rate is a known error pattern and corrective and preventive actions are in progress / have been implemented.